Manufacturer narrative:
This device will be returned. Upon return and analysis completion this investigation will be updated.

Event description:
It was reported that it was not possible to interrogate this device with two different programmers. The battery status of this device showed twelve years at the last follow up six months ago. A magnet was applied to the device, but no tones were emitted. A request for device data review was needed. Technical services (ts) reviewed the device data and noted that the level of battery depletion for this device was not enough to trigger any fault mechanism at the time of the follow up in (B)(6) 2021. Ts noted that this type of depletion may have triggered a battery voltage alert before the device battery becomes exhausted. Further engineering analysis noted that it was possible that the device was now completely exhausted and the device is non functional. Ts discussed explanting and returning the device to determine the root cause of the reported malfunction. The device was explanted and will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the additional manufacturer narrative. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.

Event description:
It was reported that it was not possible to interrogate this device with two different programmers. The battery status of this device showed twelve years at the last follow up six months ago. A magnet was applied to the device, but no tones were emitted. A request for device data review was needed. Technical services (ts) reviewed the device data and noted that the level of battery depletion for this device was not enough to trigger any fault mechanism at the time of the follow up in june 2021. Ts noted that this type of depletion may have triggered a battery voltage alert before the device battery becomes exhausted. Further engineering analysis noted that it was possible that the device was now completely exhausted and the device is non functional. Ts discussed explanting and returning the device to determine the root cause of the reported malfunction. The device was explanted and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that it was not possible to interrogate this device with two different programmers. The battery status of this device showed twelve years at the last follow up six months ago. A magnet was applied to the device, but no tones were emitted. A request for device data review was needed. Technical services (ts) reviewed the device data and noted that the level of battery depletion for this device was not enough to trigger any fault mechanism at the time of the follow up in june 2021. Ts noted that this type of depletion may have triggered a battery voltage alert before the device battery becomes exhausted. Further engineering analysis noted that it was possible that the device was now completely exhausted and the device is non functional. Ts discussed explanting and returning the device to determine the root cause of the reported malfunction. The device was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the additional manufacturer narrative. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. The battery was sent for detailed testing. It was determined that this device was demonstrating behavior consistent with a latent current leakage path within the battery itself, which resulted in unexpected battery depletion.

Event description:
It was reported that it was not possible to interrogate this device with two different programmers. The battery status of this device showed twelve years at the last follow up six months ago. A magnet was applied to the device, but no tones were emitted. A request for device data review was needed. Technical services (ts) reviewed the device data and noted that the level of battery depletion for this device was not enough to trigger any fault mechanism at the time of the follow up in june 2021. Ts noted that this type of depletion may have triggered a battery voltage alert before the device battery becomes exhausted. Further engineering analysis noted that it was possible that the device was now completely exhausted and the device is non functional. Ts discussed explanting and returning the device to determine the root cause of the reported malfunction. The device was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Review of the device memory confirmed that a low voltage alert was recorded. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level upon receipt in the laboratory remained sufficient to ensure therapy availability/delivery while the device was implanted. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a latent current leakage path within the battery itself, which resulted in a partial depletion of the battery. This behavior is caused by a latent electrical leakage path that develops over time between the anode and cathode within the device battery. In certain circumstances, lithium metal ions can re-plate to form clusters that may result in an internal current leakage. A design enhancement was implemented in 2013 to enlarge the physical barrier between the electrode layers to prevent current leakage in the area of the battery that is most often affected by this behavior.